Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and the patient experienced thrombus that required medication. The procedure was an afib, using farapulse pulsed field ablation (pfa) system (boston scientific). It was reported that they did a pre and post map with the pentaray catheter. The patient went into atrial flutter at the end of the case after the pulmonary vein isolation (pvi) portion was finished. They mapped the left atrial flutter with the pentaray catheter. At some point, mapping with the pentaray and looking on intracardiac echocardiography (ice), they noticed a clot (in the left atrium). Transesophageal echocardiography (tee) was done to verify. The reporter noted it was determined that it was an organized atrial fibrillation versus atypical flutter. They left the patient in the irregular rhythm, fib/flutter. The plan was to leave her in fib/flutter, give her anticoagulants for two months, then bring her back get an echo to see if the clot has resolved and cardiovert her. No medical intervention was provided besides the tee. The patient was intubated, under general anesthesia and was stable. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31278627l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a pentaray nav high-density mapping eco catheter and the patient experienced thrombus that required medication. The procedure was an afib, using farapulse pulsed field ablation (pfa) system (boston scientific). It was reported that they did a pre and post map with the pentaray catheter. The patient went into atrial flutter at the end of the case after the pulmonary vein isolation (pvi) portion was finished. They mapped the left atrial flutter with the pentaray catheter. At some point, mapping with the pentaray and looking on intracardiac echocardiography (ice), they noticed a clot (in the left atrium). Transesophageal echocardiography (tee) was done to verify. The reporter noted it was determined that it was an organized atrial fibrillation versus atypical flutter. They left the patient in the irregular rhythm, fib/flutter. The plan was to leave her in fib/flutter, give her anticoagulants for two months, then bring her back get an echo to see if the clot has resolved and cardiovert her. No medical intervention was provided besides the tee. The patient was intubated, under general anesthesia and was stable.